Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075940; product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075937.

Event description:
It was reported that following the implant procedure, the spinal cord stimulation (scs) clinical study patient, a7007 envision, was experiencing dysesthesia in the chest even when the spinal cord stimulator (scs) device was turned off. The patient was also experiencing inadequate stimulation and stimulation in non-target areas despite reprogramming attempts. X-rays confirmed correct lead placement. The patient underwent an explant procedure. The explanted ipg and leads were not returned.